Event description:
It was reported that the patient received the elective replacement indicator (eol) message from their implantable pulse generator (ipg) of the spinal cord stimulator (scs) system two months after it was implanted. Reprogramming was attempted and it was successful for a time. It was confirmed that the patient was a high frequency user and the end of battery life message was subsequently received. The patient underwent a procedure in which the ipg was replaced and is doing well post operatively.

Manufacturer narrative:
The device was returned, analyzed, passed all tests performed, and exhibited normal device characteristics. The implantable pulse generator (ipg) was confirmed to be at the end of service (eos) state. Data log analysis indicated that the ipg reached eos one month and approximately 29.8 days following the initial active programming. The average energy use index (eui) recorded was 171.9, corresponding to an estimated theoretical battery lifespan of two months and seven days. This indicates that the battery's lifespan fell within the projected range. Additionally, the ipg displayed typical features during the visual and functional inspection. A labeling review was performed on the implantable pulse generator, ipg, and leads instructions for use, IFU. There was no evidence that the device was used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The device was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, the engineers are able to confirm what caused the ipg battery depletion was normal use and expected longevity.

Event description:
It was reported that the patient received the elective replacement indicator (eol) message from their implantable pulse generator (ipg) of the spinal cord stimulator (scs) system two months after it was implanted. Reprogramming was attempted and it was successful for a time. It was confirmed that the patient was a high frequency user and the end of battery life message was subsequently received. The patient underwent a procedure in which the ipg was replaced and is doing well post operatively.